Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dislodgement was noted on the right atrial (ra) lead six days post implant. Lead revision has been scheduled. No patient complications have been reported as a result of this event.